Event description:
It was reported that a patient underwent an open ventral hernia repair on (B)(6) 2011 and mesh was used. On (B)(6) 2011, the patient experienced an acute onset of severe abdominal pain and drainage of succus entericus. The patient underwent reoperation on (B)(6) 2011. During the reoperation, a small bowel herniation with strangulation was noted and a two centimeter hole or rip was found in the mesh. The mesh was removed.

Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.